Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) level was 531 mg/dl, the user addressed bg level with a manual injection. The user changed the tubing and resumed insulin delivery. A follow up with the user confirmed that their bg level lowered to 191 mg/dl.